Event description:
It was reported that the patient experienced intermittent pain at the original spinal cord stimulation lead site, as well as in the abdomen, right side rib area and implantable pulse generator (ipg) site. The patient was advised to turn off the stimulation and then received thoracic steroid injections for the lead site pain, which provided relief for some time. The cause is undetermined; however, it could be related to the original laminectomy. Additionally, the patient underwent injections in the rib area, which gradually alleviated the abdomen and rib pain. The pain was assessed as not stimulation related as the pain persisted with stimulation on and off. The physician is uncertain about the exact cause of the different pain; however, it was noted that the patient lost weight and had a non-device related fall where the ipg tilted in the pocket and caused pain. All devices remain implanted in the patient.

Manufacturer narrative:
Correction to the initial MDR in blocks b1, b7, h6 impact code. Additional suspect medical device component involved in the event: brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 577887.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 577887.

Event description:
It was reported that the patient experienced intermittent pain at the original spinal cord stimulation lead site, as well as in the abdomen, right side rib area and implantable pulse generator (ipg) site. The patient was advised to turn off the stimulation and then received thoracic steroid injections for the lead site pain, which provided relief for some time. The cause is undetermined; however, it could be related to the original laminectomy. Additionally, the patient underwent injections in the rib area, which gradually alleviated the abdomen and rib pain. The pain was assessed as not stimulation related as the pain persisted with stimulation on and off. The physician is uncertain about the exact cause of the different pain, however, it was noted that the patient lost weight and had a non-device related fall where the ipg tilted in the pocket and caused pain. All devices remain implanted in the patient.